Event description:
It was reported that during the preliminary inspection of the product by the distributor, some abnormal signs (interferences) were found on the monitor¿s display when connecting or moving the cable (camcabl). This unit has not been sent to any customer. No patient was involved. There was no patient injury or medical intervention required. Linked to mfg report # 3006697299-2017-00071.

Manufacturer narrative:
Investigation completed 6/09/17. Method: -device history review/service history. -trend analysis. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed, see attached in trackwise. Date of manufacture: sep-2016. Service history: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A minimum of 12 months¿ review of camcabl cable was completed using the following key words ¿product not returned¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 09-jun-2016 to 09-jun-2017. There were 3 complaints contained in the search criteria. Also, the complaint incident is related to two cam02 monitor complaints opened from the same customer for the similar issue ¿ monitor with interferences. In addition to trending, the customer complaints review identified no other complaints have been received in this period for serial number under investigation. Conclusion: product was not returned after several documented attempts; therefore, an investigation for cause was unable to be performed.